Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during implant of the right atrial (ra) lead several positions were attempted, however testing parameters were not ideal. The physician removed the active fixation lead and implanted a passive fixation lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.